Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00673. It was reported the patient lost weight causing discomfort at the cervical and thoracic ipg sites. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00673. It was reported the patient lost weight causing discomfort at the cervical and thoracic ipg sites. Surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned to address the issue.